Manufacturer narrative:
The investigation of the reported event was completed by our experts. Siemens local service engineer checked the system functionality. During troubleshooting the engineer observed voltage fluctuation on the d55 printed circuit board. The d55 board was replaced, and the reported issue has not re-occurred. The log files were analyzed, but a conclusive root cause could not be determined as system automatically turned off. The cause of the complaint could not be determined retrospectively. Following the hardware replacement, there were no further issues, and the system works as intended.

Manufacturer narrative:
E1: the reporting facility contact name and phone number were not provided for reporting purposes. H3, h6: siemens healthineers has initiated a detailed investigation of the complaint event and system. A supplemental report will be submitted if additional information is obtained upon the completion of the investigation.

Event description:
Siemens healthineers was notified by its service organization of an issue with the cios fusion system. A black screen occurred during an emergency procedure, which was continued and finished using an alternative system. As of the date of this report, there are no indications of any adverse effects on the health status of the involved patient.